Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 73 mg/dl. Customer reported issues in the keypad, buttons get stuck sometimes. Customer stated there is crack on the back of the pump. Customer is unsure about the pump and was not dropped or bumped. Customer was advised that we will replace the pump.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage or moisture damage was found on the keypad assembly and the keypad connector is not unlocked. No stuck button alarms noted. The pump failed the leak test; leaked at a crack that is behind the pump near the battery compartment. No moisture damage was found on the motor or force sensor however, moisture damage was found on the electronic assembly during our visual inspection. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.